Event description:
Customer reported that he had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of emergency room visit was 491 mg/dl. Customer stated that his blood glucose dropped to 45 mg/dl due to all treatment from the insulin pen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.